Event description:
Healthcare professional reported, right side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Clarification to d1-d4 device information: it has been determined that the device information submitted in the initial medwatch did not pertain to this record. Additional information received from the healthcare professional confirmed the correct device information, which is being submitted in this medwatch. The device is not PMA approved; this record is no longer reportable to the FDA and will be un-reported.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.